Manufacturer narrative:
The esu was returned and thoroughly evaluated. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) for the unit. In conclusion, no equipment problem was found that would have caused or contributed to the reported event (note: unrelated to the reported issue some routine upgrade/update work was performed on the unit.). Most likely there were many factors involved with the situation. Typically the patient's condition (i.e. Age, disease state-size, location, etc. Of the polyps, etc.) Is an important factor involved with this type of event. That is, most likely upon removing a polyp the remaining bowel wall was not sufficient to stay intact. However, no conclusive determination could be made as to the cause of the event. The customer is being notified of our findings. To further address the issue, additional in-service work will be offered to the customer. No trends have been identified with this incident. Co is not closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in a polypectomy procedure in 2007. The settings were swift coag, effect 2 at 20 watts. On the following day, a bowel perforation was detected and the patient was admitted to the hospital. No further details were provided.